Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The original assessment determined that the event was not reportable. A retrospective review of the file was performed on march 18, 2009 and determined that biomet would file this as a device malfunction, as the chance of serious injury occurring as a result of a recurrence of the malfunction is not remote. Evaluation of the returned device found evidence that the fracture was the result of brittle failure from impact.

Event description:
It was reported that patient underwent a procedure utilizing a dual offset broach handle in 2008. During the procedure, the broach handle fractured in half. There was no reported delay or injury to patient.